Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The sensor's low glucose alarm failed to trigger, and as a result, the customer experienced symptoms described as ¿slow response to stimuli¿ and was disoriented. The customer was treated by the mother with juice and two tablespoons of sugar, followed by breakfast food. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The sensor's low glucose alarm failed to trigger, and as a result, the customer experienced symptoms described as ¿slow response to stimuli¿ and was disoriented. The customer was treated by the mother with juice and two tablespoons of sugar, followed by breakfast food. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with a xiaomi using a good known libre 2 sensor. The xiaomi successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The sensor's low glucose alarm failed to trigger, and as a result, the customer experienced symptoms described as ¿slow response to stimuli¿ and was disoriented. The customer was treated by the mother with juice and two tablespoons of sugar, followed by breakfast food. No further information was provided. There was no report of death or permanent injury associated with this event.